Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and motor error. The customer also reported that they experienced a low blood glucose level of 51 mg/dl. The customer treated by eating and declined troubleshooting for the low reading. Troubleshooting for motor error resolved the issue and the displacement and manual prime were successful. Troubleshooting for no delivery concluded that they may be a possible site related issue or site/set occlusion and the customer was advised to change the entire infusion set system. The insulin pump will not be returned for analysis.